Manufacturer narrative:
One 70cc2 cable was returned for evaluation. The customer report of inaccurate values was not confirmed. The 70cc2 cable passed the patient cco cable test 3 times on a known working hem1 monitor. It also passed on the cirris cable tester 3 times. The cable was repositioned between each of these tests. The cable was then connected to a known working swan-ganz module and monitoring co was started using a simulator. The co reading stayed within parameters (5.5 - 8.5) and the temperature was normal (98.7f). No errors occurred and no damage to the cable was found. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Since no defect was found during evaluation, there was no evidence of product nonconformance or labeling/IFU inadequacies identified. The device history record review was completed and no related non-conformances were found. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, the 70cc2 cable malfunctioned during use. The hemosphere monitor showed the blood termpearture rapidly changing from 35 to 45 c. This caused no harm to the patient but caused a delay in obtaining values post-CABG. The customer tried changing out the hemosphere but the issue was not resolved. The customer then tried changing out all the cables and the issue was resolved. There was no physical damage to the cables. The device will be availble for product evaluation.